Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: does the surgeon believe that the needle pull off caused or contributed to the patient¿s wound infection? No, but considerable lengthening of the operative time, increasing the risk of infection what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal did the operating surgeon observe any suture deficiency or anomaly before or during use? No please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Secondary re-infection the scar at the end of antibiotic therapy (severe sternal infection responsible for sepsis) were any pre-op cleansing procedures changed recently? If yes, please describe no what is the physician¿s opinion as to the etiology of or contributing factors to this event? Needle pull off did not contribute to secondary scar re-infection but significantly increased surgical time with the need to use rays to locate the needle in the scar bank what is the patient's current status? The patient's condition worsened secondarily. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Other relevant patient history/concomitant medications? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any adverse consequences associated with the patient? None that can be directly attributed to this materiovigilance event. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Not in immediate post-op, but relapse of scar infection treated with cephalosporin IV 1g every 8h since (B)(6) 2025. On (B)(6) 2025, installation of an implantable chamber for the continuation of his antibiotic therapy. On (B)(6)2025, implementation of a new vac therapy dressing on the sternotomy scar. Was there any additional tissue damage resulting from the search for the needle piece? Guided by an image intensifier that we had to enter the room to see where the needle was, the operators planted an im needle into the patient's skin to retrieve and remove the pds needle loosened with a small incision. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Possible factor in the patient's relapse of infection? Which tissue was being sutured when the event occurred? In which tissue structure was the needle located? Suture of the deep cutaneous plane of a sternotomy scar. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. What is the surgeon's opinion of the potential consequences for the patient? Increased risk of infection with lengthening the operating time, having to search for the needle with your hands (even gloved, risk of tearing gloves), and having to bring equipment to the sugical room in the middle of the procedure; especially since the patient had suffered from an infection of her sternotomy scar, hence the establishment of a vac, hence the intervention of ablation of the vac. In addition, there is a risk that the needle will puncture a vessel, or the hands of operators. What is the current status of the patient? Patient rehospitalized on (B)(6) 2025 for relapse of sternal infection with biological inflammatory syndrome and peroperative microbiological samples on (B)(6)2025 positive for sams (staphylococcus aureus septicemia). In addition to the consequences for the patient, this incident has upset the teams and the organization of the block. The entire operating room team wasted time on a busy and difficult day. The planned "short-term" intervention finally overtook the teams with an extension of the working day.

Event description:
It was reported that a patient underwent a triple aortocoronary bypass and aortic valve replacement on (B)(6) 2024. At the beginning of (B)(6): sternotomy scar presents an unfavorable course with hemodynamic instability requiring filling. Blood cultures return positive to methicillin-sensitive staphylococcus aureus. (B)(6) 2025: vac therapy (negative pressure therapy) applied to the sternal scar. On (B)(6) 2025: withdrawal of the vac following clinical and biological improvement. On (B)(6) 2025, the patient underwent permanent closure of sternal scar after vac therapy and suture was used. The needle loosened from its thread at the first passage through the dermis and fell into the subcutaneous tissues of the patient. It buried itself and was nowhere to be found. Setting up an ultrasound scanner and then an image intensifier to determine its path and look for it by trial and error. Needle found after 30 minutes of searching without patient or operators being pricked. Clinical consequences observed: medical team: loss of time and frustration of the team, high risk of pricking and accident of exposure to blood for the surgeon and the resident. Patient: procedure under general anesthesia extended for at least 30 minutes in elderly patient, risk of injury with needle loosened, risk of needle remaining in patient. Today (B)(6) 2025), stable patient, still hospitalized in the cardiac surgery department, return home scheduled for (B)(6) 2025. The surgeon opines that this event is a possible factor in the patient's relapse of infection. Additional information was requested.